Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced the low blood glucose of 54 mg/dl which was treated with the food. Customer stated they were using the auto mode during the low blood glucose incident. The customer declined the troubleshooting for the low blood glucose. The device will not be returned for the analysis.